Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the obturators were not received. The inflation syringes were not received. The insufflation bulbs were not received. The lock collars and trocar balloons were not received. The dissector balloons appeared intact. Pmv performed functional testing; the dissector balloons were inflated using a test bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal inguinal hernia repair, on dissection of pre peritoneal space, the balloon did not inflate. It took the surgeon longer to dissect laterally due to the dissector balloon not inflating completely. There was no patient injury.